Event description:
Nurse reported receiving a motor error alarm on the insulin pump during basal and stated that the insulin pump was making a noise. It was noted that the insulin pump was exposed to a high magnetic field. Customer does not use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was between 134 mg/dl to 147 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. No motor position encoder error alarm could be confirmed due to several alarms in the history due to a corrupted history file.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.